Event description:
The customer's blood glucose was unknown. It was reported that the customer received no delivery alarms while changing the infusion set. The customer stated that he received the alarm during the fill tubing process. Troubleshooting could not be done because the alarm occurred in the past. Advised customer to call when the alarm recurred again in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.